Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the monitor freezes after operations check. There was no reported pt involvement.